Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 34 to 46 mg/dl at the time of the incident. The customer was given glucagon shots and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer and their doctor believe the pump over delivered. Troubleshooting was completed and the pump passed a displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. The units remaining in the status screen matches the test reservoir volume. The motor functions properly during testing. No displacement anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window, a small crack on the display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. (B)(4).